Manufacturer narrative:
A picture was provided in which the dynamic anchor and tensioner can be visually seen as separated prior to use. An altis sling and two introducers were received for evaluation. Examination of the sling revealed the dynamic suture with tensioner was attached to the mesh. The dynamic anchor was missing and not returned. No abnormalities were noted with the introducers. Based on the information received and review of the returned components, quality confirmed that the dynamic anchor detached from the tensioner. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There was a historical CAPA opened by the supplier for this failure mode (CAPA 925). It was verified this lot # pre-dates the CAPA 925 implementation of corrective actions and therefore, it can be expected to possibly exhibit the failure mode (dynamic anchor separation) due to a production issue. Based on the available investigation, it was concluded to be a manufacturing defect associated with supplier CAPA 925. The supplier has been notified of the additional complaint for tracking purposes. The hhe will be assessed for impact of another complaint identified associated with this root cause. Imdrf codes have been updated to reflect this

Event description:
According to the available information the anchor is out of place. It was not implanted.

Event description:
According to the available information the anchor is out of place. It was not implanted.

Manufacturer narrative:
A picture was provided in which the dynamic anchor and tensioner can be visually seen as separated prior to use. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There was a historical CAPA opened by the supplier for this failure mode (CAPA 925). It was verified this lot # pre-dates the CAPA 925 implementation of corrective actions and therefore, it can be expected to possibly exhibit the failure mode (dynamic anchor separation) due to a production issue. Based on the available investigation, it was concluded to be a manufacturing defect associated with supplier CAPA 925. The supplier has been notified of the additional complaint for tracking purposes. The hhe (vv-0649884) will be assessed for impact of another complaint identified associated with this root cause.